Event description:
It was reported that during a surgical procedure, the precision cartridge blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported there was a slight delay to obtain another blade and the procedure was completed successfully.

Manufacturer narrative:
The precision cartridge blade subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that one of the two welded pin joints which transmit drive from the rods to the cutting blade had failed. Testing performed on the weld pin joints indicate that all welds, weld position and weld strengths were to specification. Lot number info has not been provided to permit further investigation. The root cause is undetermined.